Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for peritonitis manifested by sudden and severe abdominal pain. The cause of peritonitis was not reported. The patient was treated with unspecified antibiotics at home for peritonitis. The outcome for this peritonitis event was not recovered.